Event description:
The customer alleged that the 840 ventilator stopped cycling while in use on a pt. The customer stated that the pt was not harmed or injured by the event. The nellcor puritan bennet customer support engineer (cse) inspected the device and could not duplicate the alleged event, although he could verify an error code in memory that supports the customer's claim. The unit passed extended self testing. No parts were replaced.